Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the proximal part of the cutting wire broke. Reportedly, the exposed cutting wire had not fully exited the endoscope when the device was energized. Additionally, no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device provided by the complainant shows the device outside the patient with the cutting wire broken.

Manufacturer narrative:
Block h6 (device codes): the problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned truetome 44 was analyzed, and a visual evaluation noted that the cutting wire was broken, and the working length was bent in the distal section. Media analysis of the picture provided by the customer also shows that the cutting wire was broken. The device was observed under magnification and the cutting wire was blackened and the cut of the cutting wire was not smooth. A functional evaluation was not performed due to the condition of the device. No other problems with the device were noted. The reported event of cutting wire break was confirmed. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU). The complainant reported that the exposed cutting wire had not fully exited the endoscope when the device was energized. According to the evidence found in the product analysis, that the cutting wire was broken and blackened. The cutting wire being blackened indicates that the device was energized. The IFU states, "verify that the cutting wire has exited the endoscope by visualizing it on the endoscope monitor. Failure to do so may result in contact between the cutting wire and the endoscope while electrical current is applied. This may cause grounding, which can result in patient injury, operator injury, a broken cutting wire, and/or damage to the endoscope." Also, the break in the cutting wire could have been caused if the voltage during the procedure exceeded the maximum voltage rating or if it had not been completely in contact with tissue while current was applied. Additionally, the working length was bent. This condition could have been generated if the device was hit against a hard surface during advancing into the endoscope. Based on all gathered information and the analysis performed to the returned product, it was concluded that the investigation conclusion code of this event is unintended use error caused or contributed to event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h11 (correction): a note has been added in block b5 stating that a photo of the complaint device provided by the complainant shows the device outside the patient with the cutting wire broken. The device code "use of device problem" has been added to block h6.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the proximal part of the cutting wire broke. Reportedly, the exposed cutting wire had not fully exited the endoscope when the device was energized. Additionally, no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.